Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, e1, g2, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unspecified number of unknown screws. G2: france. Journal article citation: batiste santoni et al., orthopaedics & traumatology: surgery & research, https://doi.org/10.1016/j.otsr.2024.104009. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
On 13-jun-2025, a journal article was retrieved from orthopaedics & traumatology: surgery & research (2025) that reported a retrospective study from france. The purpose of the study was to present the results of ncb-pp® locking plates in the management of periprosthetic femoral fractures. The study reviewed 89 patients with periprosthetic femur fractures between january 2014 and september 2022 (74 tha, 11 tka, and 4 interprosthetic). Patients were then divided into 2 groups according to the time to postoperative full weight bearing: "immediate" (30) and "delayed" (59) (a minimum of 6 weeks post-operatively). All fractures underwent isolated ncb-pp® plate osteosynthesis using the orif (open reduction internal fixation) technique via a sub-vastus lateral approach with an ncb-pp plate and an unspecified number of screws. Additionally, 38 patients also received cerclage-ready cables (zimmer biomet). The study population had a mean age of 81 years at time of surgery (range 28-99); (62 females, 27 males). Mean follow-up time was 14.6 months (range 12-65 months). The study reported that 2 patients in the immediate weight bearing group sustained plate fractures with secondary displacement. Interventions were not stratified by complication type. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.